Event description:
It was reported that in 2008 the patient underwent treatment with the polarcath device for two lesions (data is provided for one of the lesions). During the polarcath cryoplasty procedure the immediate technical results were non-satisfactory. There was inadequate dilatation and there was a flow limiting dissection. The post treatment of the lesion after cyoplasty included a stent with a balloon/stent diameter of 6 mm and maximum post-dilatation pressure 15 atmospheric pressures (atm).the pre-procedure target lesion was in the superficial femoral (de novo) reference vessel with a 5 mm diameter and a 60mm lesion length. The quantitative data measurement method was calibrated angiographic. The target lesion pre-procedure was 100% with concentric stenosis. There were two patent run-off vessels. The tortuosity was mild and there was mild calcification at target lesion. The polarcath balloon used during the procedure was a 5 mm diameter, 100 cm balloon length, shaft length 125 cm and 5 inflations. The patient experienced pain during the cryoplasty inflation. The cryoplasty total procedure time was 20 minutes. The target lesion post-procedure was 40% stenosis. Follow up visit information was not provided.

Manufacturer narrative:
Date of event - 2008 the device will not be returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed.the batch number is unknown. Therefore, a review of the manufacturing documentation could not be performed.the most probable root cause is anticipated procedural complication as this event is a known physiological effect of the procedure and is noted in the direction for use (dfu).